Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had low blood glucose (bg) levels. The contact reported that the low bgs were due to increased activity and changing personal profile settings. No device deficiency reported. The contact declined tandem technical support's offer to troubleshoot.